Event description:
A cgm error was reported, although it was not found in the pump history, and the bluetooth connection was indicated as inactive. There was no reported adverse impact on the customer's blood glucose level. Tandem technical support provided the caller with complete pump reset information, and the caller planned to reset the pump when ready, with instructions to follow up if the issue persisted. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.